Event description:
Pt admitted for internal derangement right knee, possible tear medial meniscus. Video arthroscopy performed. Post-op pt had significant problems regarding distension of thigh and/or knee. Etiology due to poor pressure regulation on inflow pressure pump.